Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported during central processing that the monopolar curved scissors (mcs) do not open and close easily. Jaws are very stiff. There was no reported injury.